Event description:
It was reported that this right atrial (ra) lead was explanted due to high impedance and a new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to high impedance and a new lead was implanted. No additional adverse patient effects were reported. Additional information indicated that this lead had an abrupt increase of impedance of more than 3000 ohms which is suggestive of a lead conductor anomaly.